Event description:
It was reported that the patient notifier went off for an out of range hv lead impedance. The pocket was re-opened and the set screw was tightened. The device remains implanted.

Manufacturer narrative:
No medwatch form was received.